Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure on an unknown date. According to the complainant, during the procedure, the bands were stuck together and failed to deploy. The procedure was completed with a different device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.